Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Health effect - impact codes: f2303. Continued h.6. Type of investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volux in the lower jaw. Approximately four months later, patient developed nasal congestion (deemed not device related) and 12 days later they had toothache, deemed not device related. These resolved on their own. 2 days later after toothache, patient experienced erythema and swelling in the axils of the lower jaw, palpationally palpable hard tumors and slight palpation soreness with inflammation in the angles of the mandible where juvéderm® volux was injected into jw1. 3 days later, patient was treated with clarithromycin for 14 days. A week later, patient was treated with moxifloxacin for 17 days. Symptoms resolved a month after onset.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® volux in the lower jaw. Approximately four months later, patient developed nasal congestion (deemed not device related) and 12 days later they had toothache, deemed not device related. These resolved on their own. 2 days later after toothache, patient experienced erythema and swelling in the axils of the lower jaw, palpationally palpable hard tumors and slight palpation soreness with inflammation in the angles of the mandible where juvéderm® volux was injected into jw1. 3 days later, patient was treated with clarithromycin for 14 days. A week later, patient was treated with moxifloxacin for 17 days. Symptoms resolved a month after onset.